Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. PMA/510k: PMA/510(k) k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "procedure was a filter placement with left internal jugular approach; a non-cook triple lumen catheter was also present for all of this procedure--customer and district manager (dm) have not alleged or expressed that this triple lumen catheter affected the success of this procedure. Physician successfully got prior items, including delivery sheath, through, performed venogram, and took out the inner dilator. When inserting 1st filter, the filter legs punctured through the delivery sheath (pr275259). At this point the physician removed the filter, put wire down, removed delivery sheath and observed the hole in the sheath. Physician tried again with another filter kit and had trouble advancing that one also (pr275268). Per dm suggestion, customer inserted a cook 10fr peel away sheath to straighten the channel; at this point they reinserted the 2nd delivery sheath and advanced the filter successfully." Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: as reported the procedure was a filter placement with left internal jugular approach. When inserting the filter, the filter legs punctured through the delivery sheath. The physician then removed the delivery sheath and observed a hole in the sheath ((B)(4)) (3002808486-2019-01467). The physician tried again with another filter kit and had trouble advancing that one also ((B)(4)) (3002808486-2019-01465). Per dm suggestion, customer inserted a cook 10fr peelaway sheath to straighten the channel and successfully deployed the filter. The physician reported that the patient anatomy was "somewhat tortuous". The patient was not harmed. A part of the introducer sheath, a tulip filter and a stopcock was returned for product evaluation. Blood/biological matter was present. Per the product evaluation, it is unknown what have caused the penetration, but e.g. Kink, tortuous anatomy or use of excessive force could be contributing causes for this type of damage. Review of device history record showed no evidence to suggest that the device was not manufactured according to specification. According to instruction for use for placement of the filter, the right jugular vein is preferable. An approach via the left jugular vein is possible. Based on the provided information and product evaluation a likely cause is that patient anatomy was too tortuous and that caused the filter legs to puncture through the sheath. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.